Event description:
Allegedly, this product was removed during the revision of the head.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. The event device code is addressed in the package insert. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 1043534-2009-00016, 00018, 00019. This event occurred in other country.